Event description:
Dr. Inserted the arthrowand turbovac 90 to perform a shoudler subacromial decompression. After approximately 10-15 minutes of using the tubovac 90, dr removed the arthrowand, and then reinserted the arthrowand. At which point the arthocare sales rep. Noticed the screen was not on the turbovac 90. Dr visually located the screen and retrieved the screen by making an incision near the treatment area. No further intervention was required nor was the pt's surgical outcome effected by this event.